Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Half a tampon retained- vagina [foreign body in reproductive tract] cotton is falling apart- tampon [device breakage] half a tampon retained, cotton is falling apart when trying to remove the remaining pieces [complication of device removal] case narrative: consumer reported via phone that cotton is falling apart during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Half a tampon retained- vagina [foreign body in reproductive tract]. Cotton is falling apart- tampon [device breakage]. Half a tampon retained, cotton is falling apart when trying to remove the remaining pieces [complication of device removal]. Case narrative: consumer reported via phone that cotton is falling apart during removal. No serious injury reported.